Event description:
The customer stated that patient sample results are intermittently being recognized as control h when generated on the cell dyn sapphire. The customer would scan the barcode of the patient sample, and the barcode number displayed on the screen of the instrument is correct, however the sample is recognized as control h. The customer would repeat testing on the same sample, and the sample is recognized as a patient sample and not a control. There were no discrepant results reported. There was no issue with qc and no flags or error messages generated. The field service engineer (fse) arrived onsite to inspect the cell dyn sapphire and found that the default setting for the host measurement request was ¿qc¿. Therefore, when there is a communication issue such as a query timeout, the instrument automatically recognizes the sample as a qc sample. The default setting was changed for the measurement request to ¿patient sample¿. There was no impact to patient management reported.

Manufacturer narrative:
The cell-dyn sapphire (list number 08h00-01), serial # (B)(6) was the subject of this investigation. A review of tracking and trending did not identify any similar issues or trends related to the current issue. A review of the device history record was reviewed and did not identify any non-conformance or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Service discovered the default setting for host measurement requests the issue occurred after the customer failed to correct default setting for host measurement requests from "qc" to ¿patient sample¿. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore, no systemic issue or deficiency was identified.

Event description:
The customer stated that patient sample results are intermittently being recognized as control h when generated on the cell dyn sapphire. The customer would scan the barcode of the patient sample, and the barcode number displayed on the screen of the instrument is correct, however the sample is recognized as control h. The customer would repeat testing on the same sample, and the sample is recognized as a patient sample and not a control. There were no discrepant results reported. There was no issue with qc and no flags or error messages generated. The field service engineer (fse) arrived onsite to inspect the cell dyn sapphire and found that the default setting for the host measurement request was ¿qc¿. Therefore, when there is a communication issue such as a query timeout, the instrument automatically recognizes the sample as a qc sample. The default setting was changed for the measurement request to ¿patient sample¿. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.